Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with uncut flap. Additional information received stated surgery completed manually. No patient impact was reported.

Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company service representative examined the system and was unable to confirm or replicate the reported event. The company service representative verified the system and confirmed the machine was working fine. The system was then tested and met all product specifications. The system was found to meet specifications; therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).